Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker's expected longevity decreased from 1.5 years to less than 3 months in a period of less than 5 months. A request was made to have data from this device analyzed. Engineering analysis determined manual programming changes made during the last follow-up caused an increase in power consumption. Additionally, the device exhibited a high rate atrial sensing percentage, which could also lead to an increased battery consumption. The data analysis also revealed the pacemaker had recorded 2 signal artifact monitoring (sam) episodes. The minute ventilation (mv) feature was deactivated as result of the second sam episode. A field representative confirmed the lead impedances were tested after the sam episodes and values were normal. The patient did not experienced therapy inhibition or other impact as result of the mv deactivation. The pacemaker was scheduled for replacement in the following weeks no adverse patient effects were reported.